Event description:
Pt contacted dexcom technical support from the emergency room on (B)(6) 2010, to report that inaccurate cgm readings resulted in him having a car accident. He reported that his receiver did not alert him when his glucose was low. Pt reported that his receiver reading was at 250 mg/dl and that when the paramedics tested him, his finger stick value was at 47 mg/dl. Pt reported that this was the second time he had experienced an inaccuracy. Pt was coherent but awaiting medical attention at the time of his call to dexcom technical support. Dexcom technical support contacted pt to follow-up and obtain more information, but pt would not answer any additional questions. Pt indicated that he planned to contact his attorney regarding the situation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.